Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that system functioned as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device, while system log was analyzed during outside of the procedure, a core file was discovered in which the application exited unexpectedly. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.